Event description:
I purchased a device called "fat iron ¿ cellulite reducing & body toning device" through groupon on. The product was advertised using claims that implied FDA approval or clearance for fat reduction and skin tightening. However, after receiving the device and researching its legitimacy, I found it to be a generic, unbranded item that does not appear in the FDA 510(k) database. The device lacks any clear safety labeling, FDA registration, or verifiable manufacturer details. It also does not include ems prongs or features shown in the product images on the groupon site. Despite repeated attempts, I was unable to contact the vendor for clarification. I believe this product constitutes false advertising and poses a potential risk to consumers due to lack of regulatory oversight. I have reported this issue to groupon and requested the product's removal from their marketplace. I am submitting this report so the FDA is aware of the deceptive marketing and to help prevent potential harm to others. (B)(6).